Manufacturer narrative:
Corrosion damage was noted within the internal components of the device. The original device serial number is unk; without the serial number, the device manufacture date cannot be determined.

Event description:
The micro sagittal saw was sent for evaluation because it started smoking during a procedure. No adverse event was reported. The procedure was completed with a readily available alternate device without any clinically significant procedure delay.